Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During a visit to the facility, it was observed, insertion section was not wiped, suction on channel was not flushed enough (1-3seconds), no air-water channel flushing was noted with cleaning adapter, auxiliary water channel was not flushed, three endoscopes were noted to be dirty from the day before and no pre-soaking occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the user¿s understanding differed from olympus recommendation in device handling and reprocessing steps. This issue is addressed in the instructions for use (IFU): ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them¿ olympus will continue to monitor the field performance of this device.

Event description:
During an uptime support check (audit), it was observed that the facility had an incorrect reprocessing step. The pre-cleaning of the olympus, evis exera ii duodenovideoscope was not adequate. There was no harm or user injury reported due to the event.